Event description:
Device report from synths (B)(4) reports an event in (B)(6) as follows: revision open reduction internal fixation (orif) distal femur fracture was performed on (B)(6) 2015 by a surgeon. The distal femur plate was noted to be broken after previous implantation - essentially a non-union event. The patient reportedly knocked their leg in bed and they felt increased pain/giving way at the fracture site. The broken plate was removed and replaced with a variable angle condylar plate, strut graft and bone graft to the fracture site. No post-op adverse event reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Internal review was performed. The investigation of the complaint articles indicates that the: the statement received from x-ray expert indicated that x-rays were read by doctor's and confirms "the plate is indeed broken" as described in the report. No material for investigation received and no further information is available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Unknown when plate broke. Original implant date unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing site: (B)(4). Manufacturing date: 08.apr.2014. Expiry date: 01.mar.2024. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.